Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 09dec2016 a patient¿s (pts) family member reported to our affiliate in (B)(4) that the pt experienced itching, sensitivity to light, and discharge while wearing an unknown contact lens. The pts family member reported that the pt now ¿lost vision and is awaiting corneal transplant.¿ the pts family member reported that the ¿pt did not visit eye care professional (ecp) right away because the ecp only comes to their town every 2 weeks.¿ the pts family member was unsure of which product the pt was wearing at the time of the event. On 12dec2016 a call was placed to the pt and additional information was obtained from a pts family member as follows: the pts family member reported that the pt had been wearing acuvue oasys brand contact lenses for about 4 months. The family member also reported that the pt ¿used a new oasys lens and felt discomfort, lens hurt the eyes, felt too tight, and the following day the eyes became red.¿ the pts family member reported that the pt ¿was prescribed medications and was diagnosed with os infection, corneal ulcer, and scarring.¿ the pts family member reported that the pt is having treatment at a hospital. On 13dec2016 a call was placed to the pt and the additional information was obtained as follows: the pt reported that he/she ¿is not sure of the exact date, but it was about 3 months ago, approximately (B)(6) 2016.¿ the pt reported that the event occurred after 10 days of wear. The pt reported that ¿the eyes hurt, lens felt too tight in the eye, discomfort, burning sensation, red eye and discharge that looked like pus in the eye.¿ the pt reported that the ecp prescribed maxifrox every hour and the pt was referred to a clinic where the pt was ¿treated by many doctors, initially every 2 days.¿ the pt reported that he/she was prescribed vancominicia every 1 hour for 1 week; cefoxitina every hour for 2 weeks; lacrilax lubricating drops since the initial treatment as needed. The pt reported that he/she has a follow-up appointment on (B)(6) 2017. The pt reported that he/she ¿sees everything white because of the scar.¿ the pt ¿believes it is a central scar.¿ the pt reported that he/she changed the lenses monthly and does not recall the name of the solution used for cleaning. The pt reported that he/she did retain 2 suspect lenses and will return the lenses for evaluation. A call was placed to the pts treating ecp and the first date the pt was seen at the facility was (B)(6) 2016. No additional medical information was received. Additional medical information was requested. The suspect product was requested for return for evaluation, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002kgg was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.